Event description:
It has been reported to philips that, system would not start. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that 24 volt power supply for fd was defective and the system was not starting. The powertray has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start and identified that 24 volt power supply for fd was defective. The fse was replaced power tray. After the replacement of power tray, system was returned to use in good working order. The codes were updated based on the investigation outcome.